Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, the pump will be evaluated and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump is not responding properly to keypad button presses. She said, the pump was very sensitive to down arrow button presses. She says that she barely touches it and the highlight cursor on the display screen scrolls quickly. She also says that the "ok" button sticks and the pump is not regularly responding to "ok" button presses. The pt denies any pump damage or visible keypad damage and does not wear the pump in water or clean the pump.